Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced oversensing resulting in inhibition of pacing and inappropriate anti-tachy pacing (atp) therapy.